Event description:
Related manufacturer reference number:2017865-2024-22521 it was reported that the right ventricular exhibited high capture thresholds and high impedance. During the procedure, the physician noted what appeared to be possible insulation compromise and requested a new atrial lead, as well. Both leads were explanted and replaced. The patient was discharged.